Manufacturer narrative:
The user facility did not disclose the lot number of the brush subject of the reported event. The device subject of the reported event will not be returned for evaluation. The instructions for use packet (IFU 731015) gives the following instructions using the cleaning brush. "Original equipment manufacturer's guidelines regarding the care and cleaning of individual endoscope channels must be reviewed prior to the use of any cleaning brush. If the channel(s) are known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope, as this may result in damage to the channel. Do not use a specific cleaning brush in a specific channel if use is not recommended by the endoscope's original equipment manufacturer. Channel cleaning brush: using the cleaning media of choice, advance the cleaning brush through the entire length of the endoscope before reversing direction. Reversing direction inside the endoscope could cause the brush to expand, which could potentially damage the endoscope. Using the cleaning media of choice, pass the channel cleaning brush through the valve stem openings. Original equipment manufacturer's guidelines regarding the care and cleaning of individual endoscope channels must be reviewed prior to the use of any cleaning brush." Steris offered in-service training on the proper use and operation of the gemini double ended channel however, the user facility has declined. No additional issues have been reported.

Event description:
The user facility reported via medwatch report (B)(4) that during a procedure user facility personnel found a cleaning brush component from prior reprocessing had been retained in the endoscope. No report of harm to the patient.